Event description:
It was reported that the external pulse generator (epg) was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the epg tested out of specification as it was identified that the red display wire insulation was pinched with the wire insulation exposed. The hanger assembly and lower case were broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.